Event description:
(B)(4). It was reported that during a stenting treatment procedure, stent under expansion occurred. Due to q-wave myocardial infarction, the patient was referred for cardiac catheterization. A 100% stenosed and 10mm long target lesion was revealed in the non tortuous and non calcified distal left circumflex coronary artery (lcx). It was treated with unspecified vessel preparation which reportedly reduced the stenosis to 60%. A 2.5x12mm taxus liberte stent was then advanced and deployed at 12 atm for 20 seconds. Post stent deployment intravascular ultrasound (ivus) revealed the mid part of the stent was under expanded. A 2.75x8mm non bsc non compliant balloon was used to correct the under expansion. Three inflations were performed at a maximum of 17 atm with satisfactory angiographic results. A 0% residual stenosis was reported. The patient was discharged 2 days later.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).